Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that, following implant, patient experienced stabbing pain at site. Adhesions were removed in 2003. In 2005, exploratory surgery showed "mess" at site. Mesh was explanted the same year.